Event description:
The reporter stated, that the surgeon inserted a cq2015 three piece collamer lens and the lens leading haptic tore off upon insertion into the eye. The lens was removed without enlarging the incision. No pt injury. The reporter stated, that the cause of the lens tear was due to the lens being mis-loaded.